Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a dime sized sore/burn under the right ECG electrode of the lifevest. The irritation was also described as a "popped blister" by a field support representative. The patient reported that loose fitting garments rubbing the skin could have caused the irritation. The patient was issued better fitting garments and was prescribed an antibiotic cream. Follow-up indicated that the skin irritation had cleared up.